Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead atrial lead under-sensing on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.